Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, a plastic piece at the tip-silicone of the vasoview scope broke off into two pieces in the patient¿s leg. To retrieve the piece, they closed the jaws around it (did not cauterize) and pulled the pieces out one at a time (both pieces of silicone fell off). No resistance was noted. No extra incisions/procedures needed. May be 2-4 minutes while they had to retrieve the silicone pieces. The same device was used to complete the procedure, they were almost at the end of cauterizing. No patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/24/2023. An investigation was conducted on 05/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire as well as on the base of the jaws. The clear silicone insulation on both the cold and hot jaws was observed to be detached from both jaws, exposing the metal jaws. The detached silicone insulation was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000305145 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.